Manufacturer narrative:
Manufacturer is reviewing production records and retrieving further information from the site, and will send follow-up report upon availability of new, relevant details.

Event description:
Manufacturer was informed of an intraoperative explant of a perceval plus valve, pvf-l, that occurred on (B)(6) 2025. As reported, there was pvl at the non-coronary sinus, and there was no impact to patient. Based on the information received, the valve was explanted through full sternotomy. Annulus size was around 24 mm. About 60 minutes was added to the procedure. Patient was stable through the procedure. Reportedly, perceval valve was explanted and inspiris was implanted instead. Based on the medical judgment received, there could be a malpositioning or the valve may have dislodged during ballooning.

Manufacturer narrative:
Updated sections b4, g3, g6, h2, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. From the document review performed, no manufacturing deficiencies were noted. Based on the medical judgement received, the cause of the reported event could be related to a malpositioning or the dislodgement of the valve during ballooning (use error) and no issue with the device was reported. Should further information be received in the future, a follow up report will be provided.